Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was blank. It was also noted that audio tones were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: the complaint that the display was blank was not able to be duplicated; the display, audio tones, and vibratory alarms were all functional. Unrelated to the complaint, a review of the pump history showed multiple persistent call service alarms (cs087) on the reported event date (B)(6) 2013. During testing, the pump powered on and emitted a call service alarm (cs069). The call service alarm was not able to be cleared due to a component on the printed circuit board being corrupt (u39). The pump was opened and no damage was found to the display screen. The u39 chip was replaced and reprogrammed. The pump was then able to power on correctly with no call service alarms occurring. The pump was primed and exercised with no further issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).